Event description:
Reportedly, during testing, it was found that the touch screen malfunctioned. There was no pt involvement reported. A software update was performed that resolved the issue.

Manufacturer narrative:
(B)(4).